Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/12/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no evidence of a sudden drop in voltage or any evidence to suggest a short battery life. The subject battery was not returned with the pump for investigation. On investigation, the pump powered on normally; the display screen was blank, however the pumps vibratory function was working. The pump was opened for investigation and revealed no visible damage to the printed circuit board or the display screen. Investigation revealed a single component failure after an unsuccessful reprogramming attempt.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.